Event description:
It was reported that upon opening of a column buttress implant (part no. 02-212-04001) the outer packaging was described as "fine", the inner (tyvek) packaging was described as "pierced".

Manufacturer narrative:
Investigation is in progress.